Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found.

Event description:
It was reported that during implant the lead was implanted but was longer than required for case. The lead was removed. There are no patient complications reported as a result of this event.